Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.

Event description:
Plaintiff underwent a left femur proximal orif procedure utilizing a syk orthopaedics gamma nail on or about (B)(6) 2014. Plaintiff further alleges injuries as a result of the gamma nail. Suit filed in (B)(6).